Manufacturer narrative:
B5; additional information received: the cause of the ia endoleak is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the applier shaft was wavey. An endoanchor was visible partially loaded on the applier housing. The handle was opened, and no fluid or blood was observed within the handle. There were no loose connections or components observed. No corrosion was observed to the circuit board or connector pins. The battery was removed and measured 8.64v. The battery was reattached, and the unit powered up with the blue error light flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): oax02 multiple application events poster per cycle, 0bx0f fwd pause, 0cx08 key pressed and released flags both active, 0dx0f fwd pause. The device was restarted in factory mode with the blue error light on, forward light flashing, back light on. The forward button was pressed, and the endoanchor was deployed. The backlight was flashing; an endoanchor was successfully loaded and deployed confirming the applier functionality. The endoanchor returned in the applier appeared slightly deformed when compared to the newly deployed endoanchor. The reported error display was confirmed based on the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft cuff was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was also reported that the patient had a previously implanted stent graft prior to the implantation of the endurant cuff. It was reported during the index procedure, a type ia endoleak was identified. Intervention was performed to treat the endoleak where two heli-fx endoanchors were successfully deployed. However, the applier stopped working and a replacement heli-fx applier was used to complete the deployment of the endoanchors. The endo anchors did not immediately fix the type 1a. However, the physician expected that that once heparin wore off that it would seal. Per the physician the cause type ia endoleak is undetermined. No additional clinical sequelae were reported, and the patient is fine.